Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she received a reading on her adc blood glucose meter that was higher than she felt. The customer stated that on (B)(6) 2016 around noon, she felt "shaky" and tested with her adc meter with a high reading of 271 mg/dl. The customer subsequently "passed out", experiencing a loss of consciousness. She was awakened about 10 minutes later, and retested with the same meter with a result of "lo" (less than 20 mg/dl). The customer then injected herself with glucagon, and called 911. When the emt's arrived they tested her with their meter with a result of 128 mg/dl. The customer was advised to check with her doctor and monitor her blood glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1533613 were tested with control solution instead. All results were within the range specification and no errors were observed. The reported reading was found in the meter's memory.